Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that there was difficulty deploying the sheath, and after several passes visible damage was observed on both the needle and the sheath. This occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was completed without delay using another similar device. There was no report of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.